Manufacturer narrative:
The drill attachment intended for use in treatment was returned. The exterior condition shows no wear. The reported problem was visually confirmed. The wiper has excessive epoxy inside the wiper shaft. Although the reported problem was confirmed visually a functional evaluation was performed. A kpc test was run and the test passed. The reported problem was confirmed. The bur was difficult to insert and lock into place. When running the test the bur made a high pitch sound when rotated. The drill attachment was hot to the touch after testing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event was excess epoxy inside the wiper shaft during manufacturing application. As part of a process improvement, a change has been made to the manufacturing process. No further containment or corrective action is recommended or required at this time. Internal complaint reference number: (B)(4).

Event description:
It was reported that before a cori tka procedure, during the drill assembly, it was found that the drill attachment was noticed to be too tight for the bur to slide through. They swapped the drill attachment for its backup from another tray to proceed with the case without delays. The patient was not in room at the time. No other complications were reported. The investigation found that the drill attachment overheated.